Event description:
The patient called lifescan and alleged the test strips used with the one touch ultra meter were peeling. The patient obtained a reading of 111 mg/dl. No symptoms of high or low blood glucose were reported. An advice nurse was contacted; no treatment was given. The customer care representative confirmed the strips were peealing. The test strips were replaced.